Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. No units of measure were provided for the tnthsst test. The first sample initially resulted as 19.96. The sample was repeated, resulting as 576.2. The sample was repeated at a second site and resulted as 572. The second sample initially resulted as 17.68 and repeated as 1946. The third sample initially resulted as < 3 accompanied by a data flag. The sample was repeated since previous results of the patient had elevated values. The sample was repeated, resulting as 664.8. No adverse events were alleged to have occurred with the patients. The tnthsst reagent lot number and expiration date were asked for, but not provided. The field service engineer ran performance testing and a system volume check. The customer checked samples tested in the same time frame as the three complained samples. All samples collected from one particular male patient had fibrin and fat floating in them. These tubes also appeared to have a coating on them.

Manufacturer narrative:
Upon review of the quality control data, controls on the date of the event were within range, but borderline low. In general, the control data looks very bad with a lot of values out of range low, some out of range high values in (B)(6) 2018, and values accompanied by carryover flags in (B)(6). Performance testing was within specifications. The investigation was unable to find a definitive root cause. A general instrument or reagent problem could not be identified.

Manufacturer narrative:
The erroneous result for the first sample was reported outside of the laboratory. The erroneous results for the second and third samples were not reported outside of the laboratory.

Manufacturer narrative:
The tnthsst reagent lot number was 240444.